Event description:
The reporter called and alleged a discrepant result was obtained on the device when compared to a lab. The reporter said the device result was 4.3 inr and felt the blood sample may have been smeared. The reporter lab result was 3.1 inr. Then the user went home and retest on the device and he reported that result as 5.2 inr. The device was replaced and requested to be returned for evaluation.